Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a charged battery did not display a charged status when connected to the controller. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed a tear on the output cable with exposed wires. Additionally, a small cut was observed in the cable near the strain relief. These observations affected the functionality of the device. The battery was unable to charge or provide power to a test controller. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the damaged cable can be attributed, but not limited to, wear and/or handling of the device preventing the battery from providing power. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.